Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons noted. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call that the customer was trying to change the set and the keypad on the insulin pump got locked. The customer unlocked it but noticed that the act button is not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 170 to 180 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.